Event description:
It was reported, the pt had to recharge the ipg more frequently than normal. It was also reported, the charger is having difficulty communicating with the ipg. The pt may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.